Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits, and the device has now reached elective replacement indicator (eri). A technical services consultant confirmed that the power consumption is increasing in a gradual fashion. It was also noted that despite triggering eri and exhibiting signs of a slow additional current drain, conservative modelling indicates that the device should support therapy and not declare end of life (eol) prior to the timeout of 90 days. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. The patient continues to be monitored. No adverse patient effects were reported.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits, and the device had reached elective replacement indicator (eri). Boston scientific technical services (ts) was consulted, and a ts consultant confirmed that the power consumption is increasing in a gradual fashion. It was also noted that despite triggering eri and exhibiting signs of a slow additional current drain, conservative modeling indicates that the device should support therapy and not declare end of life (eol) prior to 90 days. Due to this anomaly, device replacement was recommended. Additional information was received that indicated this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis. Please note: this additional report is being submitted to amend the impact code in sections f10 and h6.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this implantable pulse generator, pacemaker (non-crt) was thoroughly inspected and analyzed. The battery voltage was found to be lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this implantable pulse generator, pacemaker (non-crt) was thoroughly inspected and analyzed. The battery voltage was found to be lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity was observed between follow-up visits, and the device had reached elective replacement indicator (eri). A technical services consultant confirmed that the power consumption is increasing in a gradual fashion. It was also noted that despite triggering eri and exhibiting signs of a slow additional current drain, conservative modeling indicates that the device should support therapy and not declare end of life (eol) prior to 90 days. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device was received for analysis.